Event description:
Customer received a result of 561 mg/dl and 20 minutes later the hospital received a result of 161 mg/dl. A review of the system was conducted over the phone. The review indicated that the meter was functioning properly after troubleshooting.